Event description:
It was reported that during reprocessing that a cable fell off the pulley on the maryland bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. Both grip cables on one side of distal clevis were derailed from the distal idler pulleys. The grip open cable was seated on the outermost pulley and the grip close cable was exposed on the outside of the pulley. Yaw motion was non-intuitive as a result. Other cables at the instruments wrist were not damaged. An additional observation not reported by site was tube damage. Distal end of the main tube had various scratch marks with light material removal. The scratches were .095 - .130 in length and not aligned with the tube axis. Engineering concluded the damage may have been caused by mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.